Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2 -11.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The patient experienced low vault and it was reported that on (B)(6) 2023 lens opacity (asc) was observed. Lens remains implanted. "Other/ low vault" was reported for cause of event. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.